Manufacturer narrative:
Philips suzhou factory detected an issue with incisive CT systems where the couch and gantry can¿t self-lock resulting in the couch to descend down and/or the gantry to tilt automatically at a very slow speed (about 0.4~2.8mm/second) to its limit position or stop when reach a force balance point. There was no harm as this issue was found in the factory. Based on investigation performed: philips suzhou factory identified a supplier nonconforming material issue from an incisive CT component in the production line. The supplier provided nonconforming actuators to philips which were used in philips CT systems and distributed to customer sites. These nonconforming actuators used in the CT gantry or couch could result in the gantry tilt or couch vertical self-lock to not work as expected. This was a material batch issue that occurred during a reading error of the bushing diameter, when the machining program was setup by the operator at the supplier. Probable cause: this was a material batch issue that occurred during a reading error of the bushing diameter, when the machining program was setup by the operator at the supplier. A correction for this issue is per gantry recall number: z-1265-2021 and couch recall number: z-1273-2021 internal reference complaint (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. Philips suzhou factory detected an issue with incisive CT systems where the couch and gantry cant self-lock resulting in the couch to descend down / the gantry to tilt automatically at a very slow speed to its limit position or stop when reach a force balance point. This has been determined to be a reportable event. This issue is currently under investigation.